Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 96 mg/dl. Customer stated that the insulin pump was died during call. Customer stated that the insulin pump received low battery. Customer stated that insulin pump had been exposed to moisture. Troubleshooting was performed. The insulin pump will not be returned for analysis.